Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that prior to surgery, the device malfunctioned. It was recognized that the bowl does not work anymore. It could not be fixed anymore and was loose. The surgery was completed with a second device. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial body confirms that the ball bearing would not depress to allow the ankle claw to assemble. The device exhibits signs of wear and surface scratches. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.